Event description:
Five days in 2008, complaints were received from patients on cadd pumps using a specific cadd administration set. Dates of use: 2008. Diagnosis or reason for use: administration of IV medication.